Manufacturer narrative:
The graft remained in situ and therefore was not returned for evaluation. However, images were provided and reviewed by clinical personnel, and the following was determined "this case supposedly involves a zfen (p and d) that was implanted in 2022, with what appears to be preexisting alpha thoracic grafts in the thoracic aorta. The imaging we have is from 2023 and 2024, but on both of those follow-up CT scans, there is no sign of a bifurcated component like a zfen-d. But the site reports separation of the zfen-p and the zfen-d. I can¿t see a zfen-d there at all, and the large endoleaks are higher than that. The patient apparently had a significant fall in (B)(6) 2024, requiring hospitalisation, and subsequently died with large endoleaks from the endograft. The CT scan from (B)(6) 2024 shows at least three large type 3 endoleaks: 1. Large endoleak from the region of the top of the overlap between the fenestrated graft and the outer alpha thoracic graft. This may be a fabric tear due to the barbs of the fenestrated graft having torn the fabric of the alpha graft ¿ just my speculation but would explain this large endoleak. It is hard to see and confirm from the CT scan that there were indeed fixation barbs on the fenestrated graft. 2. Slightly less volume endoleak from the region of the 2nd stent down the fenestrated graft. 3. Significant endoleak from the sma fenestration. Endoleak 1 would be a type 3b (fabric tear). Endoleak 2 also probably a type 3b. Endoleak 3 would be a type 3c. Given that I can¿t see any obvious graft separation of components apart from the loosening of the sma stent in the sma fenestration, I think the most likely explanation for this unfortunate case is that the patient¿s fall may have caused downward (distal) jolting movement of the fenestrated graft that in turn caused fabric tears in the alpha thoracic graft fabric, and the type 3b endoleak(s). Similarly, the sma stent may have been jolted loose due to the movement of the main fenestrated graft body, leading to the type 3c endoleak from the sma fenestration. I can¿t see any convincing evidence of graft component separation apart from the loose sma stent, and I can¿t see any evidence of a bifurcated graft component eg zfen-d. Summary: likely graft fabric tears due to patient fall, leading to multiple large endoleaks, and patient death. Not any intrinsic fault or failure of any of the devices". Review of the device history record found the work order for lot ac1100373 appeared complete and the quality control inspection was verified to ensure that the device passed inspection. There were no temporary deviations or non-conformances in place at the time of manufacture. Review of specifications found that upon reviewing the photos taken of the complaint device during manufacture it appears that the device was manufactured as per specifications. Review of instructions for use (IFU) and labelling found it to contain appropriate warnings, precautions, and instructions to the user. There is no evidence to suggest that the user did not follow the instructions for use. A review of the manufacturing records and specifications did not reveal any discrepancies that could have contributed to the reported issue. The investigation concluded that the complaint device was manufactured to specification. Although a definitive root cause was not able to be determined, based on the medical director's assessment, the most likely root cause of the significant endoleak from the sma fenestration is due to a downward (distal) jolting movement of the fenestrated graft as a result of the patient's fall, which lead to multiple large endoleaks, and patient death. After considering this event the risk associated with the use of this device is still deemed adequate. The appropriate personnel will continue to monitor for similar complaints. Should additional information be received at any time in the future an additional report may be submitted at that time.

Event description:
This (B)(6): patient expired.type 3c endoleak was discovered on imaging review for the related (B)(6). See (B)(6) for patient expired.type 3b (tears) in graft material (originally reported to be graft separation).